Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.